Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products:addrl1 implantable pulse generator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 201. (B)(4).

Event description:
It was reported that right ventricular lead had no capture and no sensing. A chest x-ray taken appeared normal. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.